Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged using multiple charging supplies and multiple power sources. Customer continued to use the pump for insulin therapy. Blood glucose was 130 mg/dl.